Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause, treatment, and outcome were not reported. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.